Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they saw the urologist (B)(6) 2017 and were told the battery was dead. Battery replacement surgery was scheduled for (B)(6) 2017. No further information reported.

Event description:
Patient thought their device needed to be reprogrammed because they were not getting the signal sometimes and did not make it to the bathroom. Patient mentioned that they had been ill and was hospitalized last weekend. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called in reference to a follow-up letter. The patient stated that they cannot answer the letter because they have to wait to be seen. The patient is being sent through (B)(6) as (B)(6) couldn't adjust the problem. The patient stated that they had to call them and make an appointment. The patient will callback once they have been seen. The patient stated that two years they had botox injection, and ten years took medication. The patient stated that they had thyroid cancer. The patient was having problems with the bladder because of weight. The patient stated that they had the device for urgency of bladder. The patient just thinks they need a small adjustment.

Manufacturer narrative:
Correction: patient code in report 3004209178-2017-10730 should have been (B)(4). If information is provided in the future, a supplemental report will be issued.